Event description:
It was reported via repair work order that the headed lift elevated and would not lower due to damaged coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.